Manufacturer narrative:
(B)(4). (B)(6). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported, while investigating circulated items, many packages had debris in the sterile packaging. No patients were involved. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Six boxes were returned and evaluated. Upon visual inspection all six boxes have loose white debris inside the packaging. The sterile barrier has not been broken. This confirms the event. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The likely condition of the device when it left zimmer biomet is conforming to specification. The root cause of the reported event it likely to be damage during transit causing the foam packaging to become abraded and shed. The device evaluation found no malfunction and the event did not contribute to injury, therefore this would not be considered a reportable event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on reported event.